Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for an implant procedure. During the implant procedure, the patient's atrial leadless pacemaker exhibited inadequate unspecified electrical measurements. Due to concerns of the delivery catheter not flushing itself after navigating through the patient's torturous anatomy the device and catheter were not used, and a new device was implanted. The patient condition was unknown.

Event description:
New information received indicated that no current of injury was noted during fixation. The patient was in stable condition throughout procedure.

Manufacturer narrative:
Reported event of failure to capture was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of capturing problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.